Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device as it was more than 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of the event was the main lamp. The root cause of why the main lamp needed replacement could not be identified. The subject device has not been returned to olympus. E2 / e3: three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to replace the lamp and if the issue returns, the device would need to be send in for evaluation. The device blinking issue is currently resolved and the case was closed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera ii xenon light source front panel light was blinking. There was no patient harm or user injury reported due to the event.